Event description:
It was alleged by an attorney that the patient was implanted with a defective sprint fidelis lead, "was injured and died as a result." Further alleged was the patient "suffered fatal injuries." Also stated was "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." Review of the manufacturer's database verified the patient's death. There is no allegation from a healthcare professional that the death was lead related. The cause of death has been researched, but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a hcp (healthcare professional) to suggest the death was lead related. It is not known if the lead was explanted post-mortem. The cause of death has been researched, but has not been received.